Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: part# 09.804.601s, lot # 82335451, manufacturing site: synthes USA hq, inc, supplier: (B)(4), release to warehouse date: 15 apr 2025, expiration date: 01 apr 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (l1) for vertebral fracture on (B)(6) 2025. Following the procedure, a path was created for the vertebral body while ensuring safety. After determining the balloon size, the corresponding balloon was prepared and the trial balloon was inserted without any problems. After switching to the stent balloon, when inserting it into the vertebral body through the access needle, it failed to pass through the access needle. After several attempts, the stent balloon got caught and failed to pass through, so the surgeon decided to change to a separately prepared s size during the procedure, and the surgery was completed successfully with no delay. It is possible that the stent part had expanded or deformed due to some influence. Careful attention was paid during the surgery, but a clear cause could not be identified. No further information is available.